Event description:
Boston scientific event analysis received information from technical services in (B)(6) 2007 that this patient's clinic nurse called to report that the device had triggered eri (mv 2.67 v, CT 19.7 sec) on (B)(6) 2007. Technical services discussed replacement of the device in the near future. The patient has been scheduled for device replacement. To date, the device has not been explanted and returned to boston scientific for analysis. The field representative was notified to return the device following explant. The event will be reopened if additional information is received and/or the device is returned for analysis. Subsequently, boston scientific received information in (B)(6) 2015 that this device had been taken out-of-service on (B)(6) 2014 and replaced with a competitor device. To date, the device has not been received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.